Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 209 compared to the labs 159 mg/dl. Tests were done within 10 minutes. No further information has been reported.